Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported a lead integrity alert showed the lead displayed over-sensing, noise, non- sustained ventricular tachycardia, and the sensing integrity counter was noted. Re-programming was done and lead extraction is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a lead revision is not planned due to the patient's condition.